Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient with two neurostimulator implants had them explanted. Initially, the patient experienced heaviness and stiffness in both legs. They had bilateral implants, and stimulation had been off for both implants. The patient met with the physician and discussed the devices had not been working for the patient and scheduled an explant surgery. The patient asked if there were any alternatives besides an explant and they were advised to contact their local care team but ultimately had the explant. The patient was fine post-explant. They were disappointed the device did not work for them, but they remained positive.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to musculoskeletal stiffness or spasm, not stimulation-related which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient with two neurostimulator implants had them explanted. Initially, the patient experienced heaviness and stiffness in both legs. They had bilateral implants, and stimulation had been off for both implants. The patient met with the physician and discussed the devices had not been working for the patient and scheduled an explant surgery. The patient asked if there were any alternatives besides an explant and they were advised to contact their local care team but ultimately had the explant. The patient was fine post-explant. They were disappointed the device did not work for them, but they remained positive.